Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the battery on their ins was not working. Patient stated that they called their healthcare provider (hcp) yesterday and that they were redirected to [manufacturer]. Patient added that that they see a "question mark" on their screen when trying to charge their ins. Agent walked patient through recharging their ins and patient confirmed seeing the normal charging screen via recharger application. Patient also confirmed that their therapy was turned off. Agent reviewed general therapy information and recharger best practices. Patient will call back after charging if they still need assistance turning their therapy back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.